Event description:
It was reported that during implant of the pulse generator, when attempting to remove an atrial lead form the device header for repositioning, the setscrew could not be disengaged. The device and lead were removed and replaced.

Manufacturer narrative:
(B)(4). Final analysis of the pulse generator found metal burrs within the setscrew region. This could have caused the inability to remove the setscrew that was seen in the field.